Event description:
Customer reported the tubing "burst" and the IV solution splashed on the face of a staff member. No patient harm or medical intervention reported. No further patient or event information is available.

Manufacturer narrative:
(B)(4). Although requested, the device has not been received. A follow up report with failure investigation results will be submitted should the device be returned for evaluation.